Event description:
Caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge on the pump and instructed them to disconnect tubing at the t:lock and fill tubing. Customer reverted to an alternate method of insulin delivery.